Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, b7, f10, h6. Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The cause of the event was due to patient factors/condition.

Event description:
Edwards received information a 21mm aortic pericardial valve was explanted after an implant duration of two (2) years, seven (7) months, due to endocarditis with vegetation of bioprosthetic valve. Patient re-presented with a reinfected aortic valve with large mass present on the aortic valve itself and with recurrent small strokes for embolization. Vegetation present on multiple leaflets of the aortic valve. The explanted device was replaced with a 21mm aortic valve. Transesophageal echocardiogram confirmed there was good ventricular function, that there was similar ventricular function to preop and the aortic valve was well seated with no evidence of any perivalvular leak. Patient was transferred to the ICU in stable condition. Patient was discharged on post-operative day 14.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Re-operative valve surgery carries significant risk. The device was not returned for evaluation, as devices for complaints without an indication or allegation of product malfunction will not be requested for return. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number (B)(4).

Event description:
Edwards implant patient registry received information a 21mm aortic valve was explanted after an implant duration of two (2) years, seven (7) months, due to unknown reasons. The explanted device was replaced with a 21mm aortic valve. Patient post-operative status noted as in recovery. Explant was not due to deficiency of surgical valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.